Manufacturer narrative:
Concomitant products: 3830 lead implanted in (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appears to be intermittent under-sensing of smaller atrial signals during atrial tachycardia/atrial fibrillation episodes and on the presenting electrograms (egm) leading to early termination of atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.